Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during device preparation (prep) and prior to use the 4.0 x 80 mm armada 14 balloon dilatation catheter (bdc) was being prepared and air bubbles were noted in the line and the device could not prep. A hole/leak was suspected and the device was not used. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.